Event description:
The customer contacted physio-control to report that their device would not move beyond the initial instructions of placing the pads on the patients chest even when the pads were on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer confirmed the device did not cause or contribute to a serious injury or death.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. It is possible that the reported failure may have occurred due to a pad placement or connection issue. The device displayed proper device operation through functional and performance testing.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not move beyond the initial instructions of placing the pads on the patients chest even when the pads were on the patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer confirmed the device did not cause or contribute to a serious injury or death.